Manufacturer narrative:
This report is submitted on may 18, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.